Event description:
It was reported that during case, an error came up. After finished cutting the femur using a saw with the 5-1 cut block, moved to tibia to continue the case. At this point an error came up saying "internal cabling error - shutdown". System was shut down and rebooted, but before it could get to the splash screen received an error during initialization saying "pfs control hardware failure, errcode=40000000000". Switched the siu and ups usb cords and attempted to reboot again, but received the same error. Case was completed with manual instrumentation.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The functional evaluation of the handpiece found there was a short in the cabling which caused the fuse in the siu to blow. The DHR was reviewed and the product met manufacturing specifications. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The short in the handpiece cabling cause the blown fuse in the siu. The root cause of the reported event was due to an electrical component failure.